Manufacturer narrative:
Product ID 3889-28, lot# va0c469, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Almost two months prior to the date of this report, it was reported, the patient never had therapeutic effect. It was stated, the ¿setting was wrong and it was not working.¿ the patient did not want to troubleshoot over the phone, but wanted to see the manufacturer representative to go over the patient programmer. It was stated, the representative reportedly just handed the patient the kit and "did it' right after surgery when the patient was "not thinking clearly.¿ the patient was recently implanted. Information received as of the date of this report indicated, the patient did not feel like their bladder was emptying like it should. It was stated, the patient was having issues with their symptoms since about a month after the surgery. The patient saw their healthcare provider (hcp) for the first time after surgery and found out they had a urinary tract infection. This occurred 2-3 weeks prior. The patient was put on medication. The patient thought that stimulation was on because, they could feel it from ¿time to time.¿ it was noted, the patient wanted someone to show them how to work the device. The patient had an appointment to meet with their hcp on 2014 (B)(6). Additional information has been requested, a follow up report will be sent if additional information is received.